Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display. Customer¿s blood glucose level was 140 mg/dl at the time of incident. Customer state that insulin pump had pump error alarm. Customer was able to rewind. The insulin pump will be returned be for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the battery tube, vibrator and keypad flex tail and electronic assembly. The device was unable to verify pump error 35 alarm and frozen screen due to critical pump error alarm.